Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high impedance measurements on this left ventricular (lv) channel. Upon review, technical services (ts) stated that there was an abrupt rise in the impedances with measurements at 1425 ohms. There was also decrease in intrinsic amplitude which were noted high earlier. This lead remains in service. No adverse patient effects were reported.